Event description:
It was reported that the device had blood in the tubing. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device serial number/lot number is unknown device manufacturing date and device expiration date could not be determined. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4)., corrected data: d1: brand name cleo sub-q infusion set.

Event description:
Patient reports feet pain. No signs of infection or pump error; a pump was not part of this event.